Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced issues with air bubbles in the reservoir. The customer was unsure if the cause of the air bubbles was the reservoir or the insulin. Advised customer that he should only use each reservoir for three days. Troubleshooting was not performed as customer needed no further assistance. The customer stated that he was going to leave out his insulin for a full day to see if that helped the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.